Event description:
The lay/user pt called lifescan (lfs) in 2005 and alleged that her meter was powering off during use. The medical affairs specialist mailed a letter three days later, since the user could not be reached by telephone for further clarification. The pt reported that the last time she tested on her meter was five days earlier. She stated that the meter would power off while attempting to use it. She reported symptoms of blurry vision. She followed her "normal routine" and then called paramedics. A blood glucose result of "over 200 mg/dl" was reported from a device other than her own. It is not clear if this result was from the paramedic's meter. The pt was treated with insulin. It would have been helpful to know the exact result that was obtained and on what meter. The pt had never replaced the original battery. She will replace the battery and call lfs back if she needs further assistance. This complaint is being reported as an adverse event as the user was unable to test, which led to her blood glucose going over 200 mg/dl with symptoms and requiring treatment with insulin. A replacement meter has been sent.